Event description:
A nurse reported, the unit of measurement setting of a customer's meter had changed. The customer went to a hospital to show his high values of 440 mg/dl. (Thinking it was 440 mmol/l). They realized the unit of measure was incorrect. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted, if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.